Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no bed-to-bed overview in the nicu. If red alarms are not transmitted via bed to bed overview and if the customer believes this function is operational and relies on communication of alarms in this manner and all alarms are not provided, there is a potential for a delayed response to a patient. No patient harm was reported.

Event description:
The customer reported that there was no bed-to-bed overview in the nicu. If red alarms are not transmitted via bed to bed overview and if the customer believes this function is operational and relies on communication of alarms in this manner and all alarms are not provided, there is a potential for a delayed response to a patient. The device was not in use on a patient; the issue was identified by the biomed when the device was powered on in preparation for use.